Manufacturer narrative:
UDI: product made prior to compliance date, UDI unavailable; (B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
This patient has had many shunts implanted. She has had a lot of revisions. On (B)(6), she had a new shunt implanted (chpv823101). Due to a difficult history the shunt was placed on the throat. She will normally be ok for 3-4 months but this time she came in only 2 weeks after surgery. When they do the revision, they find increased resistance in the shunt. It was set to 120 and when they tested it, the resistance was 230 mmh2o. The doctor, (B)(6) wonders if there is a mechanical damage to the shunt ? Maybe calcifications. Is something wrong with the shunt?

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120 mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked form the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3101, with lot 139919 conformed to the specifications when released to stock in 5th july 2017. No root cause could be determined; as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.